Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor error alarms. (B)(4).

Event description:
The customer¿s family member reported via phone call that the insulin pump had broken force sensor detected alarm. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer did not performed displacement test. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.